Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump was under delivering. The customer blood glucose level was unknown at the time of incident. The customer¿s current blood glucose value was unknown. The customer treated high blood glucose value with intravenous. The customer was admitted into hospital as a result of high blood glucose and diabetic ketoacidosis. No harm requiring medical intervention was reported. The customer will continue to use the device.